Event description:
Additional information was received on 12/19/2024: all fragments were removed from the patient. There was a case delay of thirty minutes while waiting for a second implant. It is unknown if additional anesthesia was administered to the patient. The case was completed with a new implant with no complications. No adverse effects on the patient reported. This was discovered during a tsa procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: b5, g3, h6.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information

Event description:
On 11/04/2024, it was reported by a sales representative via (B)(4) that an ar-9106-03 univers vaultlock glenoid, large had the peg damaged during implantation. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.